Manufacturer narrative:
Part number # 118-65 is not distributed in the us; however, is a device of essentially identical design distributed in the us. Applicable 510k# for us distributed part is k841872. The sample associated to this report is not expected to be returned for analysis. The lot # has been provided so a lot history review will be performed. If any new and/or significant info is obtained from the lot history review, a supplemental report will be submitted.

Event description:
The company received a report where it was claimed that the cuff was torn during pt use. The end clinician elected to extubated and reintubate with a replacement tube.